Manufacturer narrative:
Follow-up #1: date of submission 25-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 19-apr-2018 with the following findings: during investigation, moisture was found in the battery compartment. The keypad was inoperable. No physical damage was found to the keypad. A leak test failed due to a crack in the battery compartment starting at the threads to the left side of the grip pad. The keypad was removed to find no defects. The pump was opened to find moisture on the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; all keypad buttons under responsive with moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.